Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the suture sleeve of the right atrial (ra) lead was noted to be loose and detached that it moved lower than its intended position. A new ra lead was used to resolve the event. The patient experienced no consequences.

Manufacturer narrative:
The reported event was suture sleeve movement. As received, a complete lead was returned in one piece with the suture sleeve. Visual inspection of the suture sleeve did not find any anomalies. The inner diameter of the suture sleeve was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.